Event description:
It was reported that a technical review was requested after this cardiac resynchronization therapy device was explanted due to a device upgrade. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. The analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. The analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal.

Event description:
It was reported that, after this cardiac resynchronization therapy device was explanted due to a device upgrade, this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was returned to boston scientific for analysis.